Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. One of the jaws of the bowel grasper insert has been broken off. The broken surface shows no discolouration and a ductile appearance which indicates a fresh overload break. The insert has been produced on the september 15th, 2011. The damage of the product is not caused by a production problem or material defect. Damages like this happen, if e. G. The forceps is used to retract heavy tissue or torque is applied. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that it came to a break of the forceps insert during a tatme (transanal total mesorectal excision). The broken part has fallen into the patient's abdomen but has been recovered. No further information available.